Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that ever since implant when the patient turned it on at 0. 5 they got a very sharp, jarring, painful burst and it was hurting in their butt area and down their leg, plus, they notice the sensation in their butt area and not their vagina area where they noticed stim during the evaluation. Patient reported they went to their follow up appointment and the doctor moved it down to 0.4. Patient said they also noticed they feel stim start up at the end of the first period every day (8:40-9) and it would "run" for 2 hours then go away and patient did not turn therapy on or off, patient was not around other electronic equipment and did not make any body movements that may cause sensation to change, patient asked if the changes they noticed in the sensations was normal for interstim patients. They spoke to the pa at their healthcare provider's (hcp) office who told them to try turning stim off and back on at a certain time such as 11pm but that did not change anything. Patient asked if there was another program they could try. They called their doctor's office and got the run around and were told they could "mess around with it" and were told to call patient services (ps). Reviewed some interstim therapy optimization information, sensation information and recommended keeping a symptom diary to track results. Patient synched with their ins during the call and changed programs increasing to confirm noticing comfortable stimulation in their vagina area. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. They got the stimulator because the trial worked so well to help with bladder, urgency, frequency and bladder pain. Patient said they are still tender.